Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to pace the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.